Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer regarding the patient receiving morphine (4 mg/ml at 0.05999-0.6008 mg/day) via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that in (B)(6) 2018 the patient was in the hospital due to a pump surgery. The caller stated that the pump became loose causing it to flip around. It was noted that the pump slid down to the patient's groin and was hitting their hip bone. The healthcare provider (hcp) moved the pump into the patient's back. The issue was reported to be resolved. No further complications have been reported as a result of this event.